Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station that was completely shut down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was not turned on. A field service engineer (fse) unplugged all connections to flush out a possible screamer and discovered that drawer had a faulty drawer board controller. The fse replaced the board and logged into the hardware test application and tested the cubies and drawers. The system functioned as intended after the field service engineer repaired the device.